Event description:
It was reported that the customer inadvertently entered a blood glucose (bg) value into the carb field and delivered a 15 unit bolus. The customer wanted to cancel the bolus delivery; however, tandem technical support informed the customer that the bolus could not be canceled after delivery.

Manufacturer narrative:
June 03, 2015, f/u: customer reported that after reporting the event., carbohydrates were consumed to manage blood glucose level. Customer tested blood glucose level and it was 110 mg/dl. Customer stated that bg level remained "fine" throughout the remainder of that day. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.